Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s leads moved or something happened to cause her to lose coverage. She has had good coverage and relief for the first year, but then lost it. She also has had difficulty charging her implantable neurostimulator (ins). The charging history showed good coupling, with an average of 8 bars, and a charging time always less than an hour. The recharge interval had been approximately every 14 days. At the end of a recharge session, her battery was usually 50% full. Her battery had been down to 25% the morning of this report. The patient had insisted that she had recharged recently for a long period of time, but no specific date was given. The battery did not appear deep, but it may not have been level. The leads were replaced and the battery was moved slightly more midline in an attempt to keep it level. Post-operation programming was limited because of her low battery level. The patient was going to keep it turned off until she was able to recharge. Programming was going to be done at her post-operation appointment if not sooner. Follow-up determined that the patient was doing very well. The patient had complete coverage with the new leads and had no charging complaints. No further follow-up was required.